Event description:
It was reported that during a mediastinum tumor procedure, a blade error occurred, so the blade was cleaned. When the device was dipped in saline and activated, the blade was broken off. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.